Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, the user accounts were getting locked out of medstations even though active directory did not show the accounts as locked. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system server patients were not crossing. A technical support specialist (tss) reviewed the current enterprise server (es) version and installed hotfixes and confirmed that the update referenced in the knowledge article (ka) was missing. The case was escalated to the integration site engineer (iest) for a work order, and a request was submitted to the remote deployment team (rdt) to deploy the required update. The customer was notified via email, and the fix was successfully applied by the remote deployment team. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the user accounts were getting locked out of medstations even though active directory did not show the accounts as locked. However, there were no delays or adverse events or injuries reported based on this event.